Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient's recurrent bladder infections/urinary tract infections (uti) would repeat about every 3-4 weeks, and they did not know any dates as to when they had infections or date or year when they first started. The patient had been treated with oral antibiotics, they were also catheterizing at the healthcare provider (hcp) office and it became so frequent they had to wear a foley catheter. The foley did not work and the patient had to learn how to self-cath, but they would like to get back to a spot where the therapy was working again as it was working prior to these problems they've had. The patient requested assistance from a manufacturer representative (rep) and declined help over the phone with using their patient programmer (pp) because it was difficult for them to do so.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor issues. The patient reported she had a bad fall on (B)(6) 2016 and hit her head. She was taken to the hospital by ambulance and stayed there for one day. The patient's bladder was drained and they used a catheter and put her on "teleflex" for ten days. The patient has had bladder issues. The patient also stated she had lost her patient programmer and antenna and a replacement was sent. The patient called back two days later and indicated she needed the device because she's had reoccurring urinary tract infections (uti). Additional information was later received from the health care professional (hcp). It was reported that the patient had a uti on (B)(6) 2016. The hcp noted the patient has some fecal incontinence which may have contributed to the utis and that she had lost her programmer so it may not have been set correctly. The hcp indicated the patient has had some urinary/fecal incontinence and sometimes retention (underlying symptoms) which are related to the utis. The hcp did not believe the utis were related to the device or therapy, other than that the patient had lost her programmer sometime in (B)(6) 2016. The patient was given antibiotics and taught how to straight catheterize herself in (B)(6) 2016. They also tried to have her contact the manufacturer representative to adjust the program. The hcp also mentioned that the patient needed a foley catheter inserted and was scheduled to come back to the doctor to get it removed and get the device reprogrammed on (B)(6) 2016. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.